Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
1it was reported that an occlusion alarm occurred. The customer went to the emergency room (ER) with a blood glucose level of 425 mg/dl with moderate ketones that were identified as life threatening by a health care provider. The customer attempted to self-treat with a bolus via pump, but was treated intravenously with saline and insulin in the ER. The customer was released from the ER the same day with no permanent damage. A replacement pump was sent to the customer.